Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a defective screen display and incomplete numbers. It was reported that number nine was displayed as five. The customer reported that there was no patient involvement.

Manufacturer narrative:
Evaluation summary: the device had defective screen display and incomplete numbers. It was reported that number nine was displayed as five. The customer reported that there was no patient involvement. The product was evaluated. Service personnel reported the following: verified complaint. Parts were obsolete. The device failed to meet specification as it was received or made available for evaluation. The investigation isolated the failure to the display. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.